Manufacturer narrative:
Product event summary: a pump with unknown serial number and an outflow graft with an unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported abnormal power event could not be confirmed. Of note, the patient was given anticoagulation intervention therapy and underwent a vad exchange. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar abnormal power events, the most likely root cause of the abnormal power event may be attributed to thrombus formation/ingestion. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk , UDI #: (B)(4). Device available for evaluation: no, mfg date: unk, labeled for single use: yes, (B)(4). This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with hemolysis, heart failure, and nonocclusive thrombus within the ventricular assist device (vad) outflow graft cannula that resulted in abnormal vad parameters. The patient was given anticoagulation intervention therapy. The patient underwent a vad exchange but ultimately expired. No further details were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.